Event description:
Healthcare professional reported "deflation" confirmed via mammogram. This record is for left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" confirmed via mammogram. This record is for left side. Device was explanted.

Manufacturer narrative:
Clarification to d6a: partial date of 2006 provided. However, 01/feb/2006 populated to better align with the manufacture date of the device. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as unidentified (tear) opening. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.